Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they experienced high blood glucose as well. The customer reported that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 35 mg/dl at the time of incident. The customer's blood glucose was 172 mg/dl at the time of call. The customer stated that the blood glucose reached 600 mg/dl. The customer stated that they over treated the high blood glucose which caused the low blood glucose. The customer stated that they adjust the insulin and bolused too much. The customer stated that they were given glucagon shots to treat the low blood glucose. The customer performed troubleshooting for the high blood glucose. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.